Event description:
It was reported that the device was implanted after the use before date and has now reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the device was implanted after the use before date and has now reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.